Manufacturer narrative:
Upon completion of the case, the hospital biomed replaced the flow sensor module. Inspection of the replaced module noted that one of the flow sensor diaphragms were stuck to the top of the flow sensor housing. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, tidal volumes were not as expected. The clinician reportedly switched to pressure mode to continue the case. There was no reported patient injury.